Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room because they were hearing an alert tone every four hours. It was found that the alarm was due to high lead impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The patient went to their clinic two days later and the physician programmed the svc coil and svc alarm off. The rv lead remains in use. No patient complications have been reported as a result of this event.